Manufacturer narrative:
(B)(4). The distributor service technician changed the batteries and the power manager. After a period of 3 months the same problem occurred. This medwatch is related to medwatch number 1828100-2016-00656. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The distributor service repair technician (srt) reported that during routine testing of the device, after six months or more, the newly installed base heart-lung machine batteries did not take a load. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence for additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.